Manufacturer narrative:
Investigation included user education on bg run mode and troubleshooting for cgm pairing. Investigation of this case revealed that dosing was halted due to unavailable cgm data and that sensor pairing to the pump was not established after sensor replacement. It was concluded that the event was consistent with sensor-to-pump communication failure leading to automated dosing suspension, with no reported clinical harm.

Event description:
It was reported that the pump displayed a dosing stopped alert after the user replaced a libre 3 plus sensor and paired it to the abbott app, resulting in loss of cgm data to the pump and transition to bg run mode with sensor pairing failure. Symptoms included no reported adverse clinical effects and no impact to blood glucose per user report. Outcomes included continued monitoring via the abbott app, planned receipt of replacement sensors, and intent to consult a healthcare provider regarding backup therapy.